Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, d8, d9, h3; h4; h6. The device was returned to regional service center for inspection and the reported failure was confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. In addition, new reportable malfunctions were identified during the device evaluation: pump head was found to worn. Based on the results of the investigation, the most probable root cause is traced to component failure of the pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation, prior a diagnostic enteroscope examination procedure, the subject device had poor rotation of pump head. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation, prior a diagnostic enteroscope examination procedure, the subject device had poor rotation of pump head. There were no reports of patient harm.